Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. The physician observed bleed back and air was aspirated when the farapulse catheter and faradrive steerable sheath clear were used together. The valve of the faradrive steerable sheath clear was suspected as a fast drip leak was noticed from proximal end of the faradrive steerable sheath clear. The farapulse catheter was removed and reinserted into the faradrive steerable sheath clear, the physician attempted to flush and aspirate the faradrive steerable sheath clear with no change observed. A pressure bag was used for irrigation. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The device is expected to be returned.